Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their ins went 'defunct' and that 'everything went dead' inside of them. A replacement surgery was conducted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their right lead wasn¿t functional and hadn¿t been since 2016. The patient stated that they didn¿t know the cause of the right lead not functioning. It was unknown if the change in therapy was related to positional movement. The patient mentioned that programming changes were done in the past after the non-functioning right lead issue was found. It was noted that the patient had an appointment scheduled for (B)(6) 2017 and wanted a manufacturer representative to be present. No further complications were reported or anticipated. Indication for use is failed back surgery syndrome.